Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the front panel was scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for an unknown procedure, the visera 4k uhd camera control unit exhibited communication error e117. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the failure was unable to be confirmed during device evaluation, the investigation was unable to determine the cause of the issue. According to the service manual, e117 indicates a computer control unit (ccu) failure, which occurs when the power supply unit, the harness between the v module and the main board (mb) harness, the v module, the graphics processing unit (gpu) module, or the central processing unit (cpu) and mb fail. Olympus will continue to monitor the field performance of this device.